Event description:
It was reported that a motor stall had occurred due to an MRI in early 2008. The motor stall was noted on five days later, in the attention dialogue box when the pump was interrogated. The original date motor stall and the subsequent motor stall recovery on five days later, were also noted on event logs. The pump was not checked after MRI until the same day. No pt symptoms were reported.